Manufacturer narrative:
As reported, neither the "used/damaged" saw blade from the original surgery on (B)(6) 2011, nor the alleged broken teeth that were removed from the patient's knee on (B)(6) 2013 are expected for evaluation, as they were not returned from the user facility. Without the actual device and its broken teeth, an evaluation could not be performed and the alleged incident of broken teeth from a saw blade could not be verified. Based on the lot #310906 provided via letter dated (B)(4) 2014, this device was manufactured on 07-nov- 2011 in a lot of (B)(4) units. There were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported problem. There were no other complaints received for this item and lot number combination. In addition, a 2-year review of the device complaint history showed other than this alleged incident, there have been no serious injuries or deaths reported related to "secondary surgical intervention to remove the broken teeth." Without an evaluation of the device and the alleged broken teeth, the complaint could not be verified. However, the use of this device is technique dependent and the most likely cause of the alleged breakage is user-related. A review of similar reports for this failure mode found this type of damage can occur during use if the blade teeth come in contact with another metal instrument, such as the cutting block or retractors, that are harder than the blade teeth itself. In addition, activation of the saw while inserting or removing the blade from the cutting block can cause teeth damage and possible breakage. Any damage to the teeth causes stress on the hub and can cause it to break as well. Based on available information, this reported incident is an isolated event. Additionally, neither the saw blade nor the alleged broken teeth that were removed on (B)(6) 2013 were returned for evaluation. There is no reason to believe that anything associated with the device manufacturing process caused or contributed to this reported problem. No further action is planned at this time. To reduce the risk of blade breakage or injury to the patient, the handpiece manual used to drive the blades/burs cautions the user: always inspect for bent, dull or damaged blades or drill bits before each use. Do not attempt to straighten or sharpen. Do not use if damaged. After use, dispose of properly. Do not use saw blades to pry, remove bone grafts, or as a leverage point. Patient or user injury could occur. Not returned from user facility.

Event description:
On (B)(6) 2014, conmed linvatec (B)(4) received a letter dated (B)(4) 2014 from the legal council represents the (B)(6) hospital. The received information from the letter indicated that: on or about (B)(6) 2011, the patient underwent a total left knee arthroplasty procedure performed at (B)(6) hospital. The letter alleged that during use of the nexgen saw blade in this surgery, the teeth of the saw blade were allegedly broken off in the surgical site. X-ray from one day post-op confirmed two of the broken teeth was left in the patient's knee (see complaint # (B)(4), MDR #1017294-2011-00052), which was submitted on (B)(4) 2011. The letter further stated that due to "pain and discomfort", it was necessary for the patient to undergo a second surgery on (B)(6) 2013 to remove "the foreign bodies" (presumably the two broken teeth) from the soft tissues in her knee. Although the revision surgery to remove the broken teeth was performed on (B)(6) 2013, this incident/complaint was not received from the user facility until (B)(6) 2014. To date, no additional information has been received in regards to the patient's latest condition. Listed below is a background information from the MDR #1017294-2011-00052 and complaint #(B)(4). A review of the information received from the user facility on (B)(4) 2011 indicated that the two broken teeth allegedly from a saw blade were discovered inside the patient's knee via x-ray one day post-op. At that time, there were no reports of surgical complications received that suggested the blade teeth were broken off during the original surgery on (B)(6) 2011. The report did indicate that there was no patient injury or adverse effect noted. Follow-up was conducted and limited information was provided by the reporting facility. The patient's outcome after the original surgery in 2011 was not known due to this fact, but the follow-up inquiry did reveal there was no plan for a revision surgery at the time. Other than the product item #, the involved lot # was not provided, and the user facility also refused to return the allegedly damaged saw blade to conmed linvatec for evaluation.